Event description:
Customer alleges "all new wheels were put on the chair but the chair wouldn't move so they sent it to a service center ((B)(6)) for repairs. After receiving the chair back from the service center, the right front caster would hit the footplate. Customer said when they were unloading the chair off the truck, it was seen that the wheelchair got hit against the truck. Customer states the current issue with the chair is that it will turn on but then all the lights on the joystick are flashing and the chair will not move now. Customer did not have the serial number at this time but believes the chair is a tdx si."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsi, serial number/date code is unknown. The owner's manual part number 1154294 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumers age is (B)(6), and weight is unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.